Event description:
In 2009, the lay user/patient contacted lifescan (lfs) to report the one touch ultra meter was giving inaccurately erratic readings. The sr medical surveillance specialist was able to classify the complaint based on the information originally provided. For two weeks, the patient claimed to have obtained inaccurately erratic readings on the reported meter . In 2009, the patient obtained the blood glucose readings of 60 mg/dl, 180 mg/dl and 420 mg/dl within 10 minutes of each other. Based on the meter readings, the patient has added novolin r insulin to her regimen of oral diabetes medications. On an unspecified date, the patient experienced the symptoms of shaking, sweating and lightheadedness. The patient administered self-treatment with food and glucose tablets to alleviate her symptoms. The patient did not seek any medical attention. During the troubleshooting telephone call, the customer care advocate determined the patient's testing technique was correct, the test strips were within opened expiration dating, and the meter was programmed for the correct unit of measure and calibration code number. The meter, test strips and control solution were replaced. The patient reported she suffered symptoms suggesting severe hypoglycemia after the product issue, and received food and oral glucose as treatment. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.